Event description:
The user initially alleged that the pump emitted a cs 088 alarm and that the pump did not keep the time/date when rebooted. The user also mentioned that the insulin gauge was inaccurate. Evaluation revealed that the lead screw was contaminated. This complaint is being reported due to the lead screw issue.

Manufacturer narrative:
(B)(6). The pump was returned to animas. Review of the pump history confirmed cs 088 alarms. The pump stopped at 205 units at the load step and the investigator was unable to check the force sensor calibration. The lead screw was found to have corrosion. Also the internal battery was found to be corroded.